Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 due to noise, low sensing. Increased threshold and impedance. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).